Event description:
Caller states the patient tested 2.2 inr and 1.4 inr on the coaguchek xs system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.